Event description:
It was reported that the patient has been diagnosed with obstructive sleep apnea with polysomnography. It was noted that they will see if programming adjustments can be made prior to starting other therapies. No additional relevant information has been received to date.